Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medications were not showing on pyxis. A technical support specialist (tss) remotely accessed the affected station and followed the proper data sync 2.0 procedure knowledge article. The tss logged in to the carefusion coordination engine (cce), performed a manual database backup, restarted the required services, and completed a full station resynchronization. The station was rebooted, updated system uptime was confirmed, successful automatic launch of the medication application was verified, and communication was completed to confirm resolution. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server v1.7.4, medications were not showing in the system, impacting multiple patients. A full sync was requested. However, there were no delays, adverse events or injuries reported based on this event.